Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting it was discovered that the patient was not connected when therapy was initiated. The care giver stated they would start over with all new supplies. Proper procedures were reviewed with the care giver. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of air in line where the patient was not connected when therapy was initiated. The patient line not being properly primed is a known cause of this event. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. It also instructs to connect the transfer set to the patient line prior to starting the initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.